Manufacturer narrative:
Manufacturer's investigation conclusion: the reported difficulty securely connecting the pump cable and modular cable inline connectors could not be confirmed as no product was returned for evaluation. Further, a specific cause for the reported event could not be conclusively determined through this evaluation. As of 16oct2025, modular cable, lot number 10820311, has not yet been returned for investigation. If the modular cable is returned at a later date, this file will be reopened to document the investigation of the cable. The account submitted two videos for review. Review of the videos showed the account tightening and loosening the modular cable and pump cable connection; however, a loose connection between the two cables could not be confirmed from just visual inspection as the videos depict that the yellow line on the threaded position of the inline connector was able to be fully covered. Further, misalignment of the pump cable alignment arrow and white lock/unlock connectors in the final position could not be confirmed due to the final positioning being unclear from the submitted videos. The patient remains ongoing on left ventricular assist device (lvas) support with no further events reported at this time. The heartmate 3 lvas instructions for use (IFU) provides instructions for connecting the modular cable to the pump cable. This document also states that the yellow line on the threaded portion of the inline connector should be fully covered to ensure a secure connection. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 5 of the IFU, ¿surgical procedures¿, provides instructions for connecting the modular cable to the pump cable under ¿preparing, running, and priming the pump¿. These instructions state that to connect the pump and modular cables, first align the inline connection triangles on the connectors to ensure proper pin alignment. Apply firm force to engage the inline connector and rotate the locking nut until the clicking sound stops and the yellow line on the threaded portion of the connector is no longer visible. This section also states that the yellow line should be fully covered to ensure a secure connection. The patient handbook warns in several sections" "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. The relevant sections of the device history record for the modular cable, lot number 10820311, were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the modular cable connection with the pump cable seemed to be loose; and it did not close completely. Within the final position, the closed lock was not aligned with the white arrow. The plan was to exchange the modular cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.